Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy effluent. The pt was not hospitalized for the event. The cause of the peritonitis event was reported to be that the pt had a cystoscopy the week before. Risks of this procedure includes a urinary tract infection, but no supporting literature was found that this procedure would lead to a peritonitis event. On the same day as the onset of peritonitis, the pt was treated with vancomycin (2 grams, stat) ip and gentamicin (40 mg, stat) ip for peritonitis. The pt recovered from this peritonitis event. Pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.